Manufacturer narrative:
The insulin pump was received with no up and down button response due to corroded keypad traces. No button error alarm was noted during testing. The pump was unable to perform rewind and basic occlusion, prime, the excessive no delivery and displacement test due to no up and down button response. The pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, broken pump belt clip slot and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 532 mg/dl. The customer already treated for the high readings. The customer stated that he had trouble clearing the pump with the escape and act buttons. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The information provided for date of this report was incorrect with the initial medwatch report. The correct date has been provided with this report.